Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " catheter was inserted with normal counterpulsation. However, the tube was found to be broken, and blood soon filled the entire helium channel". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported " catheter was inserted with normal counterpulsation. However, the tube was found to be broken, and blood soon filled the entire helium channel". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a yellow bio-hazard bag. Returned with the sample was sup-plied 30cc inflation driveline tubing; spots of dried blood were noted within the inflation driveline tub-ing. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was noted tethered to the short driveline tubing. The supplied long arterial pressure tubing was noted connected to the iabc luer end. The iabc bladder was fully unwrapped. The iabc central lumen was noted potentially broken near the iabc bifurcate at approximately 67.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory sy-ringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the sy-ringe. The attempt to flush resulted in bladder inflation and air leak through the iabc short driveline tubing indicating crossover leak between the iabc central lumen and helium pathway. The results are consistent with the previously noted damaged/broken central lumen near the iabc bifurcate at approximately 67.2cm from the iabc distal tip. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously not-ed damaged/broken central lumen near iabc bifurcate. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 67.5cm from the iabc distal tip, which is the location of the previously noted damaged/broken cen-tral lumen. Blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.3cm from the iabc luer, which is the location of the previously noted damaged/ broken central lumen. Blood was noted on the guide-wire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "tube was found to be broken and blood soon filled the entire helium channel" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lu-men was noted broken near the iabc bifurcate, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken cen-tral lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.